Event description:
Event: (cc# 98-01068) the iab was inserted into the patient without any problem. It was impossible to inflate the balloon even though a syringe was used. The iab was removed and a second iab was inserted into the patient. On 9/17/98, datascope was informed that the pump alarm sounded to indicate a problem. [Event complications]: none from the event - reported 8/28/98 and 9/1/98. [Patient's current status]: o.k. - rpt'd 9/1/98.